Manufacturer narrative:
Investigation: investigation into this event confirmed that the analyzer is sending the erroneous results. The customer reuses sample ids, but deletes all pending programs daily. Lab reports confirm that the pt demographic info is correct and matches the sample ID. Datalog files have been requested, but not received. The root cause of the event is unk.

Event description:
A customer observed discrepant hdlc results being sent from the vitros 250 analyzer to the instrument mgr. No erroneous results were reported. Erroneous results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.